Event description:
A hemodialysis user facility has reported the following incident: blood tubing broke on the venous side and caused blood loss to patient. The facility was contacted for additional detail on the event. It was learned that the patient was approximately 1 1/2 hours into the treatment when the tech was alerted by the machine and saw blood on the floor and that the line had broke. The separation had occurred at the middle port area on the venous bloodline. The facility was able to return the blood back to the pt that was contained in the arterial portion. The venous line and blood in the dialyzer was not returned to the patient resulting in an approximate blood loss of 200 ml. The facility reported that they used a new treatment set to complete the treatment and that there was no ill effect to the involved patient. The patient is reportedly fine. The sample is available for an evaluation.

Manufacturer narrative:
(B)(4).